Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a peripheral diagnostic procedure. Reportedly, after deploying the clip the device could not be removed. The physician pulled the device out and applied manual arterial compression to achieve hemostasis. There was no adverse patient sequela. The physician is in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be in the (B)(6). Incorrect removal. The starclose se instructions for use indicate to use the safety release mechanism prior to device removal. It is indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint handling database could not be conducted because the lot number was not provided and the device was not returned for analysis. Based on the information reviewed, there is no indication of a product deficiency.